Event description:
It was reported during implant there was post-paced t-wave oversensing on the lead noted on a real-time egm. Patient did not receive inappropriate therapy during oversensing. The device was reprogrammed. No further issues have been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.